Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) contacted the customer over the phone and instructed the customer to ensure the iabp was properly seated into the cart. The unit was not seated in the cart properly; the customer seated unit into cart properly and allowed unit to charge for six hours. The stm called to verify charge status and the batteries were at 89% capacity. The iabp was cleared for clinical service.

Event description:
It was reported that during a routine pre-use check the cardiosave intra-aortic balloon pump (iabp) does not turn on and battery won't charge. There was no patient involvement and no adverse event was reported.